Manufacturer narrative:
(B)(4). This complaint for a report of missing component was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's service center regarding assistance ending therapy which occurred on the homechoice (hc) during use. The patient was not connected. The care giver (cg) stated that when she went to connect the supply line, the line did not have a "connector" on it and was requesting assistance starting over with new supplies. The cg would save the cassette. The baxter technical services representative (tsr) assisted the cg to end therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the care giver (cg) on (B)(6) 2012. The cg stated that she had had an issue with the connector when trying to connect it to the heater bag. The cg stated that it did not have the blue portion (pull ring cap) but only had the white portion (luer connector). The cg had saved the supplies from the event. The cg was willing to send the cassette sample in for evaluation. The home patient (hp) was able to complete therapy with new supplies. Therapy has been going well since the incident. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was returned to baxter and underwent a visual examination as well as leak testing, a clear passage test, and a clamp function test. The set was also run on a homechoice with no issues noted. No abnormalities were noted during testing. The sample could not be confirmed for the reported problem.